Event description:
On december 7, 2023, senseonics was made aware of an adverse event where a sensor broke during the removal procedure.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Sensor was not received, so no visual inspection was possible. Per case notes, the sensor was broken into two pieces during removal and the hcp confirmed that they were able to remove all parts of the sensor. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. B4. Date of this report 15 july 2024. D4. Primary unique device identifier (UDI) number updated to (B)(4) h3. Device evaluated by manufacturer? No h6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4311.